Event description:
Initial discrepant calcium values of 8.6 mg/dl and 8.5 mg/dl were repeated and recovered 11.6 mg/dl and 12.2 mg/dl. Incorrect results were not used to provide patient treatment. Field service representative cleaned the probes and changed the syringe tips on the integra. Performed the instrument check lists and ran a precision check. Performance tests and quality control material recovered within stated ranges. Follow up call placed to the account after the fsr visit; customer stated they had performed a correlation study with a reference lab with acceptable results.